Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing damage w/ moisture) issue. The reporter alleged that the battery compartment was damaged with evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the battery compartment was observed to be cracked with moisture inside. The battery cap was not returned with the pump, and a test cap was used to complete the investigation.